Manufacturer narrative:
Consumer states they experienced an infection in their mouth.

Event description:
Consumer called stating that they have an infection in their mouth and believe it's the result of mold in their toothbrush.